Event description:
Per the clinic, it was reported that the patient developed skin overgrowth at the abutment site. Subsequently, a revision procedure was performed on (B)(6) 2020, in order to excise the excess skin. The patient continues to be clinically managed by their healthcare provider.